Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ¿no readings¿, ¿sensor error¿, or "brief sensor issue" occurred. The sensor was inserted into the abdomen on (B)(6) 2025. Initially, the patient's parent reported on (B)(6) 2025 that the patient experienced a sensor error for over 3 hours. No symptoms or treatment details were reported during that time. The parent then contacted dexcom again on (B)(6) 2025, to provide an update regarding the event. The parent stated that the patient eventually went to the hospital on the (B)(6) 2025 due to not having any cgm readings, and stayed there overnight, and for 24 hours. The patient experienced diabetic ketoacidosis, but the parent declined to provide any further details regarding the event. At the time of the report the patient was stable. Performance data was reviewed. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined. No additional patient or event information is available.